Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that since the patient's healthcare provider (hcp) had switched them to another program about a week ago they got an ache in the right side of their groin. They thought it was helping their symptoms, but they had two urinary tract infections (uti) and yesterday were on uti medication. The patient noted they had most problems when they lay down. They were on program #2 at 1.8v, they decreased to 1.7v but the patient stated they couldn't tell because they didn't feel the ache right now, and were going to try lying down to see. The patient was to follow up with their hcp when they went to the office next week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.